Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 301 mg/dl. A correction bolus and an insulin injection was used to address the bg level. Tandem customer technical support (cts) had the customer perform a system check and the pump was found to be functioning as expected. Cts recommended that the customer change the infusion set site and if the high bg continued, to contact a healthcare provider. The customer acknowledged.